Event description:
It was reported by service report that there was a hole in the top cover and fluid intrusion was reported. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.